Event description:
It was reported that the implantable pulse generator (ipg) migrated downwards. As a result, the right atrial (ra) lead was pulled and caused a perforation. Pericardial effusion occurred which resulted in a cardiac tamponade. It was also noted that the right ventricular (rv) lead exhibited decreased r-wave sensing. The effusion was drained effectively and the measurements were stable so the physician chose to continue to monitor. The system remains in use. No further patient complications have been reported as a result of this event.